Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a heavily calcified and moderately tortuous proximal right coronary artery. The lesion was predilated with a 2.5x12mm maverick2 balloon. The physician attempted to deliver the taxus express2 2.75x12mm drug eluting stent, but encountered resistance due to the calcified and tortuous anatomy. The physician made multiple attempts, but was unsuccessful. The device was removed and found the stent struts were damaged. The physician predilated with a larger balloon and successfully placed a new 2.75x12mm taxus express2 stent.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on the first proximal stent row were slightly raised. This damage is consistent with the balloon being subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon showed evidence at the proximal end of the balloon that it had been subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the mfg records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.